Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim.  Due to the ongoing litigation, no additional information is available at this time.  It was noted that the device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It's reported by the attorney, through the filing of a legal claim, that the patient sustained injuries as a result of a stryker hip system.